Event description:
It was reported that the customer was sick and throwing up. The customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 734 mg/dl. Troubleshooting was performed. The programming in the insulin pump was ok. The time was off with an hour and the alarm history revealed several no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.